Manufacturer narrative:
(B)(4). A companion sample was submitted for evaluation. The sample was functionally tested via docking to a solution bag and vial and no reconstitution issues or leakage observed. The solution bag was then held up with the solution bag and vial attached and no fluid was observed draining back into the vial. The reported condition was not confirmed and no root cause was identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. (B)(4).

Manufacturer narrative:
(B)(4).a companion sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(4) a vialmate reconstitution device in which leaking was observed during reconstitution of antibiotics. There was no patient involvement; therefore, there was no patient injury or medical intervention associated with this event. No additional information is available.